Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and found to have a frayed grip cable at the yaw pulley. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was an additional observation that was not reported by the site. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the issue was reported during cleaning/prepping for sterilization. No arcing or thermal damage was reported by the surgical staff/surgeon.